Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: the patient was revised because of high metal ion levels. Update: 6/21/2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has been provided and part/lot information obtained through an invoice search. Update 1/28/2015 - disc 208 pfs and medical records received. Pfs identified patient dob. An unknown stem is now being added to address previous allegations of elevated toxic metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.